Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels from 255 mg/dl to the 500's (mg/dl) and it was addressed with a bolus via the pump as well as manual injections. The customer is unsure what the suspected cause of the bg levels, but stated that the bg levels could have been caused by stress. However, the customer also stated that there may be an issue with the pump. It was confirmed that the customer had manual injections for backup therapy.